Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; the sort board was returned to the manufacturer for further investigation.

Event description:
On (B)(6) 2018 a customer reported getting error message 4053 sorter z-axis home overrun, which aborted the run on the aia-2000 instrument. The customer reported an unusual smell was coming from the aia-2000 instrument. On 02-jan-2018 a field service engineer found that the component u12 on the sort board had failed, showing a slight sign of smoke. There is no report of personnel injury as a result of this event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer replaced the sort board, but could not confirm any smell of smoke. The fse then performed sorter alignment due to presence of cups in different places in the sorter. The fse found some screws in the bottom of the sorter, which had come off from the tip and cup door hinges. The fse put the screws back in place and tightened them and align the doors as they were rubbing on the frame. The fse cleaned the main arm sample nozzle, the main arm and hybrid arm tip. The customer ran the instrument to verify proper operation without any issues. No further action was required by the fse. The failed sort board was sent to the tosoh instrument service center (isc) for further investigation, but was misplaced and it is no longer available. No further investigation is possible. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages states the following: 4053 sorter z-axis home overrun cause: the home sensor activated improperly following movement of the sorter z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. Under the safety precautions section the aia-2000 operator's manual states the following: immediately shutdown the system and remove the power plug when signs of malfunction (burning smell, etc.) Appear. Contact the nearest tosoh service center or local representatives. - continuing to operate an analyzer that is malfunctioning may result in electrical shock and/or fire. The most probable cause of the reported 4053 sorter z-axis home overrun was due to failure of the sort board. The fse could not duplicate the unusual smell reported by the customer; however confirmed that the component u12 on the sort board had failed, showing a slight sign of smoke. No further investigation of the sort board was possible since it is no longer available. 11. Corrected data. For corrected data refer to section. D. Suspected medical device. Catalog #. F.6 date uf/importer became aware of event - previously provided date of 24-dec-2017 is incorrect. The correct date is 28-dec-2017. F.9. Approximate age of device.

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: (device manufacture date) provided in follow up report #1 should have been 01-may-2010.